Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the set screw broke during screwing the guiding block on the plate. The plate was on the patient¿s bone, when the set screw broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: supplier (B)(4) manufactured part number 03.111.601 lot number 08.2844. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the set screw was broken. The relevant dimension of the set screw cannot be measured due to its broken off condition. Considering the age of this article this complaint is judged to be invalid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.